Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous thyrotropin (tsh) result for one patient sample when tested on a roche analyzer. The treating physician found the tsh values to be implausible for this patient. The sample resulted as 51.070 mu/l for tsh. This result did not fit the profile of this patient. Free thyroxine (ft4) was said to be elevated for this patient and free triiodothyronine (ft3) was said to be normal. Another sample from this patient was tested on a beckman dxi instrument on (B)(6) 2015, resulting as 0.006 mu/l for tsh. The patient was not adversely affected. The model and serial number of the roche analyzer used was asked for, but not provided.

Manufacturer narrative:
The complained sample was provided for investigations. Investigations of the sample have determined that it contains an interfering factor to the assay antibody. This interference leads to a falsely elevated result for the tsh assay. This limitation is covered in product labeling.